Manufacturer narrative:
This report is submitted on 10 january 2020.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2019 due to non-use.

Manufacturer narrative:
This report is submitted on march 20, 2020.